Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. The rfid tag verified the unit was expired. Additionally, five uses were recorded on the rfid tag, further providing evidence for the operational capacity of the device. The root cause of the complaint as reported of fiber burn was not able to be confirmed, however, it is acknowledged the device was expired and the operational capacity of the unit is not ensured past the validated time frame for use. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned.